Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. External visual inspection: the cycler exterior showed no signs of any physical damage. There were no indications of dried fluid within the cassette compartment underneath the mushroom heads. There are no burrs or sharps inside the cassette door that may have punctured a cassette membrane. The heater tray/scale was not obstructed. On initial power-up of the cycler, an m21-7 (invalid sensor reading ¿ load cell) warning occurred. A check in the diagnostics -> a to d-> scale display screen, showed that the unloaded load cell value was fluctuating. A simulated treatment was completed without any alarms or problems occurring. There were no fluid leaks in the test cassette during the treatment test. The valve actuation and system air leak tests passed. The internal, visual inspection of the cycler unit found that the load cell connector to j17 of the I/o control board had improper crimps. The improper crimps cause intermittent connections between the load cell and the I/o control board. The intermittent connections of the load cell connector was the cause of the fluctuating load cell values. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient was admitted to the hospital on (B)(6) 2016 for peritonitis. The nurse did not know how the patient acquired peritonitis and the culture results are still pending. The patient is still in the hospital and a discharge date was unknown.

Event description:
The following is from medical records provided by the patient's treatment facility. The patient is a 58-year-old male who was admitted from one hospital to another hospital on (B)(6) 2016 for peritoneal dialysis catheter failure. In addition, the patient presented to the hospital with a pre-existing peritonitis that started approximately the week before. Peritoneal dialysis fluid cultures were taken at the previous hospital. The patient was treated with intraperitoneal and intravenous antibiotics and those antibiotics were continued in this new hospital setting. The patient's peritoneal dialysis catheter was found to be plugged with fibrin and the dialysis nurses have been unable to remove the blockage. On (B)(6) 2016, the patient's peritoneal dialysis catheter was removed due to excessive purulence under general and local anesthesia and a right internal jugular vein permacath was placed. Patient was transitioned to hemodialysis. The patient was also found to have adynamic ileus. A nasogastric tube was placed for nasogastric suctioning and the patient was made npo. Patient improved and discharged on (B)(6) 2016.

Manufacturer narrative:
Follow up 1 was reported to be missing, therefore this report is being submitted upon request. Additional information: a2, b5,6,7, d11, h6. Clinical review of the medical records show that they do not contain dialysis treatment records, peritoneal dialysis fluid culture results, current or previous hospital progress notes or dialysis treatment records for review. The medical records do not reveal the cause of the patient's peritonitis. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and peritonitis. The peritoneal dialysis catheter was found to be malfunction and is not a fresenius manufactured product. The manufacture of the catheter was not reported. This file was initially submitted as part of a system level review with MFR# 8030665-2016-00097. After reviewing the medical records provided the peritoneal dialysis catheter was found to be malfunctioning and is not a fresenius manufactured product. The manufacturer of the catheter was not reported.

Manufacturer narrative:
Additional information: a2, b5, 6, 7, d11, h6. Clinical review of the medical records show that they do not contain dialysis treatment records, peritoneal dialysis fluid culture results, current or previous hospital progress notes or dialysis treatment records for review. The medical records do not reveal the cause of the patient¿s peritonitis. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and peritonitis. The peritoneal dialysis catheter was found to be malfunction and is not a fresenius manufactured product. The manufacture of the catheter was not reported. This file was initially submitted as part of a system level review with MFR#8030665-2016-00097. After reviewing the medical records provided the peritoneal dialysis catheter was found to be malfunctioning and is not a fresenius manufactured product. The manufacturer of the catheter was not reported.

Event description:
The following is from medical records provided by the patient's treatment facility. The patient is a 58-year-old male who was admitted from one hospital to another hospital on (B)(6) 2016 for peritoneal dialysis catheter failure. In addition, the patient presented to the hospital with a pre-existing peritonitis that started approximately the week before. Peritoneal dialysis fluid cultures were taken at the previous hospital. The patient was treated with intraperitoneal and intravenous antibiotics and those antibiotics were continued in this new hospital setting. The patient¿s peritoneal dialysis catheter was found to be plugged with fibrin and the dialysis nurses have been unable to remove the blockage. On (B)(6) 2016, the patient¿s peritoneal dialysis catheter was removed due to excessive purulence under general and local anesthesia and a right internal jugular vein permacath was placed. Patient was transitioned to hemodialysis. The patient was also found to have adynamic ileus. A nasogastric tube was placed for nasogastric suctioning and the patient was made npo. Patient improved and discharged (B)(6) 2016.